Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure with placement of a 3.0 x 38 mm xience xpedition stent in the right coronary artery. On (B)(6) 2013, the patient underwent a scaffold procedure with placement of two 3.0 x 28 mm absorb bioresorbable vascular scaffolds (bvs) in the mid left anterior descending (lad) artery with 90% stenosis. One day post procedure, the patient experienced elevated cardiac enzymes, specifically creatine kinase myocardial band (ck-mb); no treatment was provided. Cardiac enzyme elevation continued and the patient was discharged to home on (B)(6) 2013. On (B)(6) 2013, the patient was re-admitted with an st elevation myocardial infarction. Electrocardiogram noted st changes and creatine kinase (ck), ck-mb and troponin I levels were elevated. Thrombosis was noted in the bvs scaffolds. Thrombectomy was performed and 2 metallic stents were implanted with good final angiographic result. Additionally, a 2.25 x 15 mm xience xpedition was deployed to treat an occlusion in the right coronary artery. The patient's condition resolved. A cine review noted slight narrowing in the scaffolds after post-dilatation. The thrombosis appears to start at the site of the overlap of the 2 scaffolds. No additional information was provided.

Manufacturer narrative:
(B)(4). Date: (B)(6) 2013: ck=41 u/l, normal upper limit 200; (B)(6) 2013: ck-mb=6.3 ng/ml, normal upper limit 3.6; (B)(6) 2013: troponin I=0.66 ng/ml, upper reference limit 0.04 there were no reported product deficiencies. The reported patient effect of occlusion is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.